Event description:
Patient reported right side capsular contracture, baker grade unknown with implants that were recalled. Patient later reported that they had severe pain, right breast was very hard and keeping them "awake at night", and the breast had "bottomed out". Healthcare professional reported the device has "dropped and could possibly have a seroma". Healthcare professional later reported right side "seroma with pus" found during surgery, capsular contracture baker grade I, and stated the patient previously had two other instances of capsular contracture, baker grade unknown which were treated with singulair and xefo. Patient also reported the following events, which are not device-related: "solid nodules", "a fibroadenoma and a lipomatous fibroadenoma" and "breast cysts". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety- product/procedure: unable to observe as it is not related to the manufacturing process. ¿ migration: unable to observe as it is not related to the manufacturing process. ¿ sleep dysfunction: unable to observe as it is not related to the manufacturing process. ¿ cyst: unable to observe as it is not related to the manufacturing process. ¿ breast mass: unable to observe as it is not related to the manufacturing process. ¿ seroma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.6

Event description:
Patient reported capsular contracture, baker grade unknown with implants that were recalled. The patient underwent ultrasound examinations which observed "solid nodules", "a fibroadenoma and a lipomatous fibroadenoma" and "breast cysts". The patient later reported that they had severe pain, right breast was very hard and keeping them "awake at night" and the breast had "bottomed out". A medical staff later reported the device has "dropped and could possibly have a seroma". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Clarification to b5: healthcare professional reported capsular contracture baker grade I, but also indicated the patient had two previous capsular contractures with baker grade unknown in the right breast. Although baker grade I is not serious and not reportable, capsular contracture baker grade unknown will remain captured in this record due to the report of it occurring previously. Correction to h6 medical device problem code of initial medwatch: a010402 migration was reported for the event "bottoming out". This event has been determined by abbvie medical safety to be non-serious and is not a reportable event.

Event description:
Patient reported right side capsular contracture, baker grade unknown with implants that were recalled. Patient later reported that that they had severe pain, right breast was very hard and keeping them "awake at night", and the breast had "bottomed out". Healthcare professional reported the device has "dropped and could possibly have a seroma". Healthcare professional later reported right side "seroma with pus" found during surgery, capsular contracture baker grade I, and stated the patient previously had two other instances of capsular contracture, baker grade unknown which were treated with singulair and xefo. Patient also reported the following events, which are not device-related: "solid nodules", "a fibroadenoma and a lipomatous fibroadenoma" and "breast cysts". The device has been explanted.

Event description:
Patient reported capsular contracture, baker grade unknown with implants that were recalled. The patient underwent ultrasound examinations which observed "solid nodules", "a fibroadenoma and a lipomatous fibroadenoma" and "breast cysts". The patient later reported that they had severe pain, right breast was very hard and keeping them "awake at night" and the breast had "bottomed out". A medical staff later reported the device has "dropped and could possibly have a seroma". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade unknown